Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that the patient weight was 34.4 kg.

Event description:
Information was received from a healthcare provide via a company representative regarding a patient who was receiving baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that prior to undergoing an MRI, an MRI technician turned off a pediatric patient's pump. The MRI technician did not resume therapy on the pump after the MRI was complete. The patient was not receiving therapy for 60 hours before anyone noticed the alarm. The patient was brought back to the physician's office when they noticed the alarm and they were immediately reprogrammed to resume therapy. Patient and caregivers did not hear the alarm. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. Additional information received from the healthcare provider stated that the patient was in hospital for several months, for reasons not related to pump. They had abdominal issues that needed a magnetic resonance imaginary (MRI) on saturday evening. MRI tech programmed pump to discontinue therapy prior to the MRI. The patient¿s mom was questioning the MRI tech about why he was changing the programmer, but he proceeded to change it. The patient went back to her room after MRI with her pump still off. She was doing fine until next evening at which point had withdrawal symptoms. Her symptoms worsened over the next day and a half. On tuesday morning (about 60 hours post MRI), the nurse was called to patient¿s bedside to check on the patient. The nurse interrogated the pump and found out it was off. She couldn¿t figure out what was going on. The pump logs showed that there was no motor stall but pump was off. Logs didn¿t show a motor stall (MRI scan was probably less than 10 minutes). Upon reviewing the pump logs, the nurse said it appears that the MRI tech attempted to resume therapy twice but did not program it to resume therapy successfully. The nurse said that the pump was alarming, but no one heard it. The patient was nonverbal with tbi, on oxygen, and has a lot of machines, so it very noisy in the room and it was an overnight shift. The nurse spoke to the MRI tech and found that they had used a clinician programmer to reprogram discontinue therapy. The nurse didn¿t know that MRI department had a programmer. The nurse medtronic representative (rep) to get assistance with her adobe acrobat program. The rep helped her get the adobe to work. Patient transferred to ICU for more aggressive withdrawal treatment. Care team had not reason to think patient was in withdrawal at first because the typical symptoms (irritability) were not necessarily out of the ordinary. The patient isn¿t doing great, so they were wondering if the pump was damaged. However, the nurse did a 300 mcg bolus and patient responded. The MRI tech was notified. The nurse did not know the MRI tech had a programmer and that they were trained on how to use it. MRI techs were never told to turn off a pump. There was a nursing MRI manager in the room during an MRI. The nursing manager said they were trained to check the pump after the MRI. Additional information received from the company representative stated that the patient was transferred to ICU for withdrawal treatment. Patient received 300 mcg bolus, and patient was responsive. The issue was brought to the risk management committee.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.